Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included skin infection, edema of eyelid, arthralgia, bronchitis, gastroenteritis, abdominal pain, vaginitis bacterial, muscle spasm, back pain, multiparous, headache and pain in toe. Concurrent conditions included penicillin allergy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth/miscarriage"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginall)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and gestational hypertension ("gestational hypertension") and was found to have a pregnancy with contraceptive device ("stillbirth/miscarriage"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, headache, migraine, nausea, psychological trauma, vaginal haemorrhage, bladder disorder, urinary tract disorder and gestational hypertension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, device breakage, device dislocation, dyspareunia, genital haemorrhage, gestational hypertension, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2011 , (B)(6) 2011,(B)(6)2011, (B)(6) 2014. Received treatment for pain, dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, menorrhagia, device breakage, migration, headaches and nausea, genital hemorrhage. Essure removal recommended by treating physician. Insertion details-metzenbaum were used to excise the 2 centimeter knuckle of tube. The lumina were identified and cauterized with the bovie. This was done bilaterally quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included skin infection, edema of eyelid, arthralgia, bronchitis, gastroenteritis, abdominal pain, vaginitis bacterial, muscle spasm, back pain, multiparous, headache and pain in toe. Concurrent conditions included penicillin allergy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth/miscarriage"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginall)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and gestational hypertension ("gestational hypertension") and was found to have a pregnancy with contraceptive device ("stillbirth/miscarriage"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, headache, migraine, nausea, psychological trauma, vaginal haemorrhage, bladder disorder, urinary tract disorder and gestational hypertension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, device breakage, device dislocation, dyspareunia, genital haemorrhage, gestational hypertension, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2011 , (B)(6) 2011,(B)(6) 2011, (B)(6) 2014. Received treatment for pain, dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, menorrhagia, device breakage, migration, headaches and nausea, genital hemorrhage. Essure removal recommended by treating physician. Insertion details-metzenbaum were used to excise the 2 centimeter knuckle of tube. The lumina were identified and cauterized with the bovie. This was done bilaterally quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received- insertion details, rcc were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('stillbirth/miscarriage'), abortion spontaneous ('stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, dyspareunia, pelvic pain, menorrhagia, headache, migraine, nausea and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device breakage, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2011. Received treatment for pain, dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, menorrhagia, device breakage, migration, headaches and nausea, genital hemorrhage. Essure removal recommended by treating physician. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received : reporter information updated. Event added- genital haemorrhage, migraine. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included skin infection, edema of eyelid, arthralgia, bronchitis, gastroenteritis, abdominal pain, vaginitis bacterial, muscle spasm, back pain, multiparous, headache and pain in toe. Concurrent conditions included penicillin allergy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth/miscarriage"), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and gestational hypertension ("gestational hypertension") and was found to have a pregnancy with contraceptive device ("stillbirth/miscarriage"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, menorrhagia, headache, migraine, nausea, psychological trauma, vaginal haemorrhage, bladder disorder, urinary tract disorder and gestational hypertension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, device breakage, device dislocation, dyspareunia, genital haemorrhage, gestational hypertension, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2011 received treatment for pain, dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, menorrhagia, device breakage, migration, headaches and nausea, genital hemorrhage. Essure removal recommended by treating physician. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received. Reporters information updated. Seriousness criteria for the events pregnancy with contraceptive device, abortion spontaneous and general abnormal bleeding updated to non-serious. New event abnormal bleeding (vaginal) and bladder or urinary problems or changes, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage'), pregnancy with contraceptive device ('stillbirth/miscarriage') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), nausea ("nausea") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dyspareunia, pelvic pain, menorrhagia, psychological trauma, nausea and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device breakage, device dislocation, dyspareunia, headache, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: received treatment for pain, dyspareunia (painful sexual intercourse), pelvic pain female, abdominal pain, menorrhagia, device breakage, migration, headaches and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident, event injury nos removed, new events (dyspareunia , pelvic pain female, abdominal pain, menorrhagia, pregnancy with intrauterine device, device ineffective, device monitoring procedure not performed, device breakage, migration, headaches and nausea) updated, reporter detail, patient date of birth, essure insertion date updated. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.